Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-24344. It was reported the patient experiences heating while charging her scs ipg. The patient stated the heating is uncomfortable and her skin at the ipg site is red after she charges. A replacement charging system was sent to the patient to address the issue. Follow-up identified the patient reported the replacement charger did not resolve the issue. A second replacement charger has been sent to the patient. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.